Manufacturer narrative:
(B)(4) date sent to FDA: 07/12/2016. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific symptoms did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a study was completed to estimate the incidence and identify the risk factors for mesh erosion after laparoscopic repair of pelvic organ prolapse by lateral suspension with mesh. Between january 2004 and december 2014, patients experienced mesh erosion requiring reoperation. Additionally, some women developed infection of the mesh requiring total laparoscopic removal. Additional information has been requested.